Event description:
It was reported that during a lap sigma procedure, the clips don't close. When test firing the device outside the body, the clips didn't close and they were flying forward. No patient consequence.